Manufacturer narrative:
A siemens customer care center (ccc) specialist was contacted by the customer. The ccc reviewed the data supplied. The customer stated they are experiencing a higher volume of dilution repeats than normal for their triglycerides concentrated (trig_c) results. The customer experiences this 8-10 times per day. The ccc found the system flagged both instrument and patient results. The ccc brought the flagged instrument and patient results to the customer's attention. A siemens technical applications specialist (tas) was dispatched to the customer's site. The tas reviewed the data supplied. The tas found that the customer is reporting out patient results that are greater than the extended range for trig_c. The customer's advia chemistry xpt instrument is sending instrument flags to centralink and the results are being held in centralink. The cause of the flagged triglycerides concentrated results being reported out is due to user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer is reporting out flagged triglycerides concentrated (trig_c) results that are above the assay range on their advia chemistry xpt instrument. There are no known reports of adverse health consequences due to the flagged triglycerides concentrated results being reported out.